Event description:
It was reported that the dial is not working. It stays at zero and gauge stays. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual inspection was performed. The device was received with a cracked battery cover, bent front panel, 3 small knobs cracked, the manometer cover is loose, and the input manifold assembly is loose on the bottom chassis. The timing valve cap is nicked. The problem was replicated by connecting to an o2 source and powered on with back pressure applied, performing a visual inspection. Physical damages found. Device was dropped. The pressure gauge and dials (manometer needle) function as intended. All damaged components were replaced. Manufacturing device history record (DHR) is not relevant to the investigation as the reported issue was due to user interface and also due to the age of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).